Event description:
The device was used in a laparoscopic gastric bypass procedure. The device was being used to divide the stomach in the procedure, and the device fired an incomplete staple line. The staple line was oversewn, and a gastrostomy tube was placed. Another device was opened to complete the case. The case was extended approximately one hour. The pt also had an extended hosp stay.